Manufacturer narrative:
Section d10 - device available for evaluation? Yes section d10 - returned to manufacturer? Yes section d10 - date returned to manufacturer: 21st april 2021 section h3 - device evaluated by manufacturer? Yes device evaluation: the dib00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod were observed in advanced position. Residues of viscoelastic material and material looking like body fluids were observed at the cartridge tip section which was also observed deformed. The lens returned outside the preloaded device and cut in two pieces. One of the haptics was observed detached with the detached haptic piece not being returned. No damaged was observed to the other haptic. No defects were observed that could impair functionality in the device. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for surgical process. The complaint issue reported as cartridge tip cracked/damaged was verified. However, the complaint issue reported as override, rod stiff, and iol torn could not be verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification.  A search revealed that one additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. Implant date (2021 reports) - implant date: lens was not implanted. Explant date (2021 reports) - explant date: lens was not implanted, therefor not explanted. (B)(6). Device evaluation: the material has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint for this order number has been received for reported device advancement issues. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer loaded the lens according to the instructions and filled the cartridge from above with zeiss twin viscoelastic. The plunger was difficult to push forward and the tip of the cartridge split during the implantation. The iol (intraocular lens) was not pushed forward properly by the plunger, it passed by and lens sn: (B)(4) was torn, iol was removed from the eye through an enlarged incision and a new lens was inserted, dib +28.5 sn (B)(4). No patient injuries were reported, visual acuity after 1st day post-op was at 0.8. Vision pre-operation: 0,1. No additional information was provided.